Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed no delivery during manual prime. The customer¿s blood glucose level was over 400 mg/dl. The customer assisted with troubleshooting. The customer changed whole infusion set but insulin did not exit. The customer did not provide information about symptoms and treatment as a result of high blood glucose value. The device will be returned for analysis.